Event description:
Cardiac science was notified of this event by ge healthcare who became aware of the event on (B)(6) 2013. Cardiac science is an OEM supplier of responder 2000 AED's for ge healthcare. Description of the event: the AED was not delivering energy and another AED was used on the pt. The incident occurred at the following location: (B)(6) hospital.

Manufacturer narrative:
The device was returned to ge healthcare in (B)(4) for investigation. Ge analyzed the device and determined the therapy board was not working. The AED was able to deliver a charge after the therapy board was replaced.